Event description:
It was reported that the patient was hospitalized after the sensor fell off. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's parent reported that the pediatric patient was hospitalized because he did not notice that the sensor fell off and was not able to monitor his readings. The episode happened the day the sensor had been inserted in the abdomen. On 03/10/2024, the patient experienced nonstop vomiting and was incoherent. There was no treatment provided to alleviate the symptoms prior to or at the time of the event and the patient was brought to the hospital by parents right away. The patient was hospitalized for 3 days and treated by unremembered means. There was no bg documented for the episode. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.